Event description:
It was reported that the pulse generator exhibited multiple episodes of noise reversion. Reprogramming would be considered. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.